Event description:
Received a report from a consumer's spouse indicating the pt sought a medical examination for vaginal odor that had developed a few weeks after the end of their menses. Consumer's spouse advised the pt had douched during this time and tampon fibers had been expelled.